Manufacturer narrative:
Date of event: date is estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated .the clip remains in patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment article titled: ¿temporal trends and outcomes following urgent/emergent transcatheter mitral valve repair in the united states.¿ the patient deaths referenced in the article are filed under a separate medwatch report number.

Event description:
This is filed to report the serious injuries. It was reported through a research article identifying the mitraclip device that may be related to the following: patient deaths, stroke, acute kidney injury, hemodialysis, bleeding, blood transfusion, infective endocarditis, cardiac tamponade, cardiac arrest, cardiogenic shock, heart failure, mitral valve surgery, medication, medical intervention, and hospitalization. Details are listed in the attached article, titled ¿temporal trends and outcomes following urgent/emergent transcatheter mitral valve repair in the united states.¿ please see article for additional information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the complaint was based on an article review and no lot information was provided. The reported patient effects of endocarditis, cardiac tamponade, cardiac arrest, hemorrhage, and renal failure, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Furthermore, the reported patient effects of cerebrovascular accident, endocarditis, cardiac tamponade, cardiac arrest, shock, cardiogenic, heart failure, hemorrhage, renal failure, surgical procedure, hospitalization, treatment with medication and additional therapy/non-surgical treatment are listed in the no-fault risk assessment for mitraclip as potential no-fault events that may be related to the procedure, or are pre-existing co-morbidities or prior conditions. Based on available information, a definitive cause of the reported patient effects of, cerebrovascular accident, endocarditis, cardiac tamponade, cardiac arrest, shock, cardiogenic, heart failure, hemorrhage, renal failure could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.